Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported due to a "twisted bowel". On an unreported date, the patient was hospitalized for peritonitis. Treatment details, action taken with dianeal therapy, and patient outcome were not reported. No additional information is available.